Manufacturer narrative:
(B)(4)

Event description:
It was reported "the patient's aortic balloon rebound line within the stale bloody spots attached to the catheter wall, immediately notify the physician, considering the balloon rupture, the physician immediately given to pull out the pipeline, localized compression bandage". The catheter was removed and not replaced.no patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab leak suspected is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "the patient's aortic balloon rebound line within the stale bloody spots attached to the catheter wall, immediately notify the physician, considering the balloon rupture, the physician immediately given to pull out the pipeline, localized compression bandage". The catheter was removed and not replaced.no patient injury or consequence reported. The patient's current condition is reported as "fine".